Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and was capped and replaced. The left ventricular (lv) lead was capped and a new left bundle branch lead was placed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5164959.